Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump did not deliver full bolus. It was reported that the customer had several no delivery alarms. The customer's blood glucose level was reported to be 120mg/dl, but was as high as 450mg/dl. It was reported that the pump was out of warranty and the customer was advised to revert to back up plan.